Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that customer experienced insulin squirting out during manual prime and blank screen. Glucose levels are unknown. Insulin pump would be replaced. No further information provided.